Manufacturer narrative:
Follow-up #1: date of submission 09/06/2016. Device evaluation: the device has been returned and evaluated by product analysis on 08/10/2016 with the following findings: product evaluation was conducted and the alleged complaint could not be verified or duplicated. The review of the black box data showed that basal deliveries were suspended from 16:23 to 18:08 on the date of the alleged issue occurrence. Additionally, the black box history indicated that the pump was not functioning on the date of the alleged issue occurrence after 22:02. The basal program 1 was changed from 14:26 to 16:17 to 0 units per hour; program 1 indicated that the basal delivery should have been 0.7 units per hour. These factors could make the basal deliveries for the day of the complaint to appear inaccurate to the user. During the actual testing, the pump was put on a basal delivery program of 2 units per hours for a 24 hours duration test and the total daily doses were recorded correctly. The pump was tested for flow accuracy and was found to function within specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a history/settings (inaccurate delivery) issue. This complaint is being reported based on the allegation against the delivery function of the pump.